Event description:
It was reported that the ilet pump displayed a ¿high¿ glucose status for several hours while the patient, who had strep throat and was taking antibiotics, experienced elevated blood glucose; the mother and patient discussed possible infusion set issues and whether to disconnect and administer a manual injection once supplies became available. Symptoms included hyperglycemia. Outcomes included user counseling on potential infusion site issues and guidance on options for manual injection versus infusion set change when home. Investigation included complaint intake, troubleshooting, and user education on high glucose and infusion set-related causes. Investigation of this case revealed that the cause of the high glucose was unclear, with potential contributing factors including illness, medication, or infusion site/infusion set issues, though no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.